Manufacturer narrative:
G2: country of origin is france. G4: this part is not approved for use in the united states; however, a like device catalog # 7510800, PMA # p000058 and UDI # (B)(4), was cleared in the united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that a nonunion (pseudarthrosis) of the shoulder was identified, and thepatient was subsequently treated with arthrodesis (fusion surgery) using inductos to achieve fusion. The procedure was performed pre-operatively for a diagnosis of shoulder pseudarthrosis. The surgeon decided to perform a new surgery with inductos after noticing the nonunion. There were no patient complications/symptoms. Additional information was received that the inductos was not used previously. This is the first time that the product was used for the fusion.

Manufacturer narrative:
B5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that her chronic treatment (bisoprolol 5mg 1-0-1; eplerenone 50mg 1-0-0; dapagliflozin 10mg 1-0-0; sacubitril/valsartan (entresto) 97/103mg 1-0-1 ) was taken before hospitalization, and post-operatively. Regarding the antibiotics, it was post-operative.

Event description:
Additional information was received that preoperatively, it is a pseudarthrosis of the shoulder, that is the reason why the surgeon realize a new surgery with bpm. Home treatment includes: bisoprolol 5mg 1-0-1; eplerenone 50mg 1-0-0; dapagliflozin 10mg 1-0-0; sacubitril/vaslsartan (entresto) 97/103mg 1-0-1. Patient also had antibiotic therapy with doxycycline 200mg/day and clindamycin 900mg 3x/day when he was discharged from hospital for a period of 1 month.

Manufacturer narrative:
A2, a4: additional information received b5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.